Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The 3.5x18mm rx vision, 2.5x15mm mini vision, and 2.5x12mm mini vision devices referenced are being filed under a separate medwatch MFR number.

Event description:
On (B)(6) 2013, the 3.5 x 12 mm vision and 3.5 x 18 mm vision stents were implanted in the proximal right coronary artery. Approximately 24hr post procedure, the patient began experiencing chest pain and headaches. On (B)(6) 2013, the 2.5 x 15 mm mini vision was implanted for treatment of a lesion in the mid left anterior descending artery (lad). On (B)(6) 2013, the 2.5 x 12 mm mini vision was implanted for treatment of a lesion in the proximal lad. The patient continues to have chest pain and headaches. Medication was given for the pain, but was discontinued as it was not treating the pain. The patients spouse suspects that her husband is allergic to the stents. No additional information was provided.